Manufacturer narrative:
Product evaluation details: the device was visually inspected and reddish material was found inside the pebax, no metal exposed was observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized; no errors were observed. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and during the case, before ablation, the catheter appeared to be jumping up and down despite the physician holding the catheter firmly. The cable was changed without resolution and then they changed to new catheter and procedure went well. There was no patient consequence and this issue is not considered to be a reportable event. The complaint product was returned to biosense webster inc.¿s (bwi) failure analysis lab (fal) for evaluation. During evaluation on 5/24/2018, scanning electron microscope (sem) test results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. A hole on the pebax is considered a reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 05/24/2018 and has reassessed this complaint as reportable.